Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. No further testing could be performed due to blank display. The insulin pump had minor scratched display window and cracked case at display window corners.

Event description:
Customer reported high blood glucose of 500 mg/dl; treated with manual injection. Customer also reported that the buttons on the insulin pump do not respond and the backlight turns on and off. Customer is a new user and is attempting to start insulin pump therapy. Customer stated there were no alerts and the display was blank. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.